Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that a leak developed in the second port.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.